Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). Both the samples were repeated multiple times on the same instrument, resulting higher with every run until two matching results were obtained on each sample. Once two matching results were obtained, a corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and cl results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they replaced "standard a" solution and the integrated multi-sensor technology (imt) quiklyte sensor. The customer also stated that there was less than one-third of a bottle of salt bridge. On the ccc's instruction, the customer replaced the salt bridge and ran a precision test on two samples, which were within acceptable ranges. The cause of discordant, falsely low na and cl results for two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.